Event description:
Curad medical grade facemask, 99% bacterial filtration are mislabeled. See weblink https://curad.com/masks/. Medical grade earloop facemask, one size, 10 count & medical grade earloop facemask, one size, 5 count. Reference report: mw5152141.